Event description:
Customer reported the insulin pump had multiple unexpected restart every time a new battery is inserted. Customer's blood glucose was 147 mg/dl. Alarm and possible causes were explained to the customer. The alarm did not occur after a temp basal was programmed. The device was not stored or not in use for an extended period of time. No further information reported.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery installation due c13 at interface board leaking voltage. Unable to prime the device during prime test due to faulty force sensor resister (gold). The device was received with a cracked case at display window corners and battery tube threads. The device was received with scratched display window.